Manufacturer narrative:
Follow-up # 1. The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
.

Event description:
Device evaluation the lay user/patient&#38112;test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. The meter associated with this complaint passed all testing with no faults found. The reported issue could not be confirmed. On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) france alleging that the patient's onetouch verio2 meter displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the patient's meter started reading inaccurately "about 2 weeks" prior to contacting lfs. The reporter claimed that on the morning of (B)(6) 2015, the patient obtained alleged inaccurately erratic blood glucose results of "251 and 237 mg/dl" on the subject meter within an unknown time of each other. Based on statistical methodology, the calculated difference between these results falls within lfs' criteria for precision. She also claimed that on (B)(6) 2015, the patient obtained alleged inaccurately erratic blood glucose results of "305 and 191 mg/dl" on the subject meter 30 minutes apart. The time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. She also claimed that on (B)(6) 2015, the patient obtained alleged inaccurately erratic blood glucose results of "361 and 295 mg/dl" on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs' criteria for precision. The patient manages her diabetes with insulin (self-adjuster). The reporter denied that the patient had made any changes to her usual diabetes routine after obtaining the alleged inaccurate results. The reporter claimed that on an unknown date and time after the alleged issue started, the patient developed symptoms of "dizziness" and "hypo". She claimed that on unknown dates and times "the nurses had to adapt the doses of insulin because of the results, and the diabetician had to change the type of insulin [to lantus] because of the symptoms". During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The reporter did not have control solution available to test the meter and test strips, but she confirmed that a control solution test performed at the pharmacy on the subject meter had been in range. Replacement products were sent to the patient. This complaint was initially ruled out as a reportable event due to the following conclusions: there was no adverse event. The patient did not develop symptoms of severe hypoglycemia or hyperglycemia, nor did she receive treatment for an acute diabetes excursion. Additionally, from the comparisons provided, there was no evidence that the device malfunctioned.